Event description:
It was reported that during the implant procedure, patient had a sudden drop in blood pressure. Echocardiogram revealed perforation with pericardial effusion. A periocardiocentesis was performed. Patient was well after the procedure. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.